Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 6/12/2015 - medical records received from legal. Doi provided. Part/lot information provided. Patient was revised to address ion levels of co 15, cr 9 and adverse tissue reaction. Upon revision, a large cystic structure, and cheesy substance and brownish unhealthy looking tissue in the joint were noted. The information received does not change the MDR decision. This complaint was updated on 06/18/2015.

Event description:
Asr revision. Asr xl - left hip. Reason(s) for revision: patient had asr cup revision for pain, fluid collection, and high ion levels. Cultures were negative and new cup, liner, and head ball were inserted.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.   Depuy synthes has been informed that the catalog number and lot number is not available.